Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient has experienced erosion, shrinkage, extrusion of mesh, causing urinary retention, persistent pain, dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4):dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00693. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that on (B)(6) 2010 the patient underwent mesh revision due to erosion, dyspareunia and post coital bleeding. On (B)(6) 2011, during an exam, exposed mesh [5 mm] was excised and it was reported that the bladder was normal and there was no evidence of vaginal or rectal prolapse. The patient reported that between (B)(6) 2011 - (B)(6) 2012 the patient was feeling much better and able to have pain free intercourse and was using vaginal estrogen. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele, paravaginal defect, stress urinary incontinence, vaginal protrusion and pelvic discomfort. The patient experienced bleeding on (B)(6) 2009 and painful intercourse in (B)(6) 2009. The patient underwent removal of cervix on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4) cervical prolapse. It was reported that after mesh implantation the patient experienced pain, dyspareunia, cervical prolapse and vaginal odor. Mesh was trimmed and revised on (B)(6) 2011.